Event description:
It was reported that an arteriotomy closure of a mildly calcified left common femoral artery was attempted using a proglide device after a peripheral interventional procedure. Reportedly, when the plunger was retracted a cuff miss occurred. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was noted in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.